Manufacturer narrative:
Outcome of investigation pending. A final report will be submitted upon completion.

Event description:
An individual was being hoisted using a pressure fit (2 post) with swivel trolley from her bed to wheel chair by 2 carer's. While being transferred the swivel hook opened up and roll pin came out. The individual fell to the floor on their back. The hoist then followed and landed on their stomach. Paramedics were called. They checked the individual over. No injuries were reported. No hospital visit was required.